Event description:
It was reported that the insulin gauge was inaccurate and static. The customer replaced cartridge to resume insulin therapy and declined further troubleshooting with tandem technical support. There was no adverse impact to customer's blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.